Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error. The customer did not recall the blood glucose reading. No temp basal was programmed before the alarm and the insulin pump was not stored or out of use for an extended period of time. The alarm did not occur shortly after inserting a new battery. The customer was advised that the insulin pump would be replaced but could continue to wear until the replacement arrives.

Manufacturer narrative:
The pump passed the error test, self test and displacement test. No alarm noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, a scratched reservoir tube window and a stained end cap sticker.